Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 50 mm abdominal aortic aneurysm. The bifurcated enbf2516c16bej was implanted via right approach.enlw1613c82ej was implanted in the left contralateral side and enlw1624c124ej was implanted in the right ipsilateral side. It was reported on an unknown date three years later, follow-up CT identified aneurysm enlargement due to a type ii endoleak possibly from the ima and lumbar artery. A laparotomy was performed during which a hemorrhage occurred and persisted despite the physician completing branch hemostatic ligation and banding of the aorta. It was suspected that a type ia endoleak from the proximal side had occurred in combination, and a partial artificial blood vessel replacement was performed to resolve the event. On an unknown date another five years later, follow up CT identified a type ib endoleak occurred due to expansion of the right cia, which resulted in enlargement of the aneurysm. Intervention was performed and a right internal iliac artery embolization and extension of the stent graft to the external iliac artery was completed and the endoleak confirmed as resolved. As per the physician, the cause of the hemorrhage was due to a type ia endoleak. The cause of the type ib endoleak was due to patient vessel morphology due to expansion of the right cia, which resulted in enlargement of the aneurysm. No additional clinical sequalae were reported and the patient is fine.